Manufacturer narrative:
The information submitted reflects all relevant data received. The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. (B)(4). Products: 429688 implantable pacing lead, implanted: (B)(6) 2012; 694765 implantable tachy lead, implanted: (B)(6) 2012; 4592-45 implantable pacing lead, implanted: (B)(6) 2012.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately seven months after device system was implanted.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis was performed and no anomalies were found, the device was returned and analyzed but no issue identified that required full analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.